Event description:
It was reported that approx 15 minutes into the dialysis treatment the pt had approx 300cc blood loss from a tesio catheter at point of connection to dialysis tubing. The pt experienced cardiopulmonary arrest and went into v-fib on the monitor. The pt was a do not resuscitate/do not intubate, therefore CPR was not started. The pt expired.